Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified errors, which indicated a fault associated with the surgeon side console (ssc). The cable was cleaned in an attempt to resolve the errors; however, the issue persisted. The blue fiber cable (bfc) connector assembly at the ssc was subsequently replaced. The system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, there was loss of video in the right eye of the surgeon side console (ssc). At the time of the event, the right display showed a persistent rotating icon, while the left eye remained functional with normal video. The procedure was converted to laparoscopic surgery to continue, and additional ports were placed. There was a delay of greater than 30 minutes. The patient tolerated the change.